Event description:
It was reported that 2 months after the primary surgery the patient had a manipulation under anesthesia due to limited range of motion.

Manufacturer narrative:
The associated legion ps high flexion insert and legion ps oxinium femoral component were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that based on the provided medical documentation, the root cause for the patient¿s revision is due to a loose tibial poly component of inadequate thickness and constraint. Aside from the patient¿s numerous falls, there does not appear to be a clinical cause for the patient¿s continued right knee pain. Therefore, no further clinical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.